Event description:
Caller from the account was concerned about the accuracy of the unit even though it did deliver within the MFR's specifications. Five stations were in use to fill a final bag. Four stations had programmed and actual delivered volumes in agreement. The fifth station (station #6) was programmed to deliver 250ml of lipid. It delivered 248ml then display jumped to 258ml and went into a complete mode. This was the first bag of the day to be compounded. There were no alarm conditions and no calibration problems. User advised not to use the unit, which was swapped out. The transfer set (lot# h96c26210) included. There was no pt involvement.